Event description:
The following has been reported: customer complaint received by the team: "IV pump s/n: (B)(6) will be sent to your workshop for assessment due to being involved in a patient incident. The report from staff "it's stating it has infused more than what was inserted. Ims was done due to this as this machine was used to give medication. Infused incorrect amount". Unfortunately, this is the only information provided. "The blood transfusion commenced at approximately 1600 hours and was intended to run over 3 hours, with completion expected by 1900 hours. However, at 1930 hours the transfusion was still running, with the rate documented at 91 ml/hr. The ed consultant and cne reviewed the patient at that time, and the transfusion was subsequently stopped and the blood returned to the blood bank, with a query regarding a larger-than-expected volume in the bag (noted as exceeding 274 ml). The ed medical officer, cameron, documented that at 1930 hours (3.5 hours after commencement), the transfusion was still incomplete with visible blood remaining in the bag. At the time of his review (1940 hours), the infusion pump was set at 91 ml/hr and recorded a total of 337 ml transfused. The primary concern is that the transfusion was not completed within the expected timeframe and as a result, the patient did not receive the full intended blood transfusion." Device condition: the device was found to be externally unclean at the time of inspection. However, no evidence of misuse or physical damage was identified. Testing: flow rate testing was conducted under four different height positions. The recorded values were: 24.45 ml/h, 24.32 ml/h, 24.26 ml/h, 24.00 ml/h. Looking at the values, the device exhibited a slight underflow condition, however all measured values were within acceptable tolerance limits. All other functional test were conducted and was subsequently conducted, and the device successfully passed all required tests, confirming that it is operating within specification. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.